Event description:
The affiliate reported a customer with an employee who received a "burn". The 'burn" site occurred on the first joint of their left index finger. The employee experienced white discoloration and pain at the "burn" site. The employee put the site under running water only; they did not see a doctor or receive treatment and the "burn" cleared within one day. The machine was confirmed to be performing correctly.

Manufacturer narrative:
Hydrogen peroxide contact. The machine was confirmed to be performing correctly.